Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the investigation confirmed the reported event. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the following pieces were found when setting up for a case: two attune rp ps artic surf sz7 (circular springs on these are damaged), zimmer hudson to hudson adaptor, mbt rev tibial view plate sz1 (broken in half), and an attune femoral impactor.